Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer¿s family regarding a trial patient. It was reported that patient had the trial and after the trial they could not walk. They were in ¿extreme leg pain and could not walk without a cane¿. There were no further complications that have been reported as a result of this event. Additional follow-up determined that the patient had the trial removed and that after the removal that is when the patient's walking issues started. The patient was in a wheelchair at the time of the call due to the leg pain. The patient was going to see a neurologist to determine if the issues were device related. Patient status is unknown at the time of this report. There were no further complication reported or anticipated. Additional information from the consumer reported that the patient had been trying to get in to see their managing physician. They said that the patient still could not walk and it seemed like it was nerve damage or something. They noted that the rep was present at the beginning to adjust the device. The consumer would follow up with information on the managing physician. No further complications were reported/anticipated.

Manufacturer narrative:
After further review of this event, it was determined that the information reported was a duplicate of an existing event. Rr 3007566237-2017-03488 has been opened and reported to capture this information. Rr 3007566237-2017-03223 is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.